Event description:
It was reported that the patient presented to the clinic for follow-up. Device interrogation revealed oversensing of noise due to emi on the right ventricular (rv) lead. No intervention was performed. The patient was in stable condition and will be monitored.